Event description:
It was reported that during a routine device replacement procedure, high out of range pacing lead impedance was observed when the chronic lead was connected to the new device. Impedance values were normal when tested with the system analyzer. The lead was disconnected and reconnected multiple times, but the problem persisted. The device was not implanted. Impedance values were normal with the new device. There were no adverse consequence from the event.

Manufacturer narrative:
UDI (di): (B)(4). The reported impedance anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomaly was found.